Manufacturer narrative:
This event was previously reported to the FDA on an alternative summary report (asr approval #: e2013038) which is no longer in effect. Because of additionally received complaint information, this and all further updates will be submitted through the 3500a form. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient has experienced unspecified injury as a result of use of the product.